Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018, the g6 mobile app had intermittent audio output. No additional event or patient information is available. Data was provided for evaluation. The reported intermittent audio on the g6 mobile application was not confirmed. A probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/27/2018 that on 09/27/2018, the g6 mobile app had intermittent audio output. No additional event or patient information is available. Data was provided for evaluation. The reported intermittent audio on the g6 mobile application was not confirmed. A probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018, the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent audio output could not be determined. A probable cause could not be determined.